Manufacturer narrative:
(B)(4). Batch #: 270a90. The following information was requested, but unavailable: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with no reload present. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that 3 proximal staples were malformed when fired on the blue height selector position. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, surgeon felt that the ntlc75¿s firing knob is stiff when firing.